Event description:
A malfunction alarm, specifically coded as malfunction 12, was reported by a customer. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and after resetting, there was no recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support if the issue reoccurs, which they acknowledged and understood.